Event description:
The account reported a 5.0mm cannulated locking screw was implanted with a 4.5mm lcp proximal femur plate (242.102) in 2003. The screw was noted as bent in the pt and the implants were removed in 2004.